Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ serum / cat blood collection tube experienced foreign matter in tube biological and non-biological and no label or missing label information the following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes 367819 from lot 0122582: defective marking ¿332, spot in tube ¿3, dirty tube ¿1.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but six (6) photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for defective marking, damaged, molding defect and foreign matter with the incident lot was observed. Based on the review of the customer photos and investigation results, this complaint is confirmed. The most likely cause of the defective marking is a felt pad used for ink application dislodging from the labelling equipment. An incomplete line clearance did not cull all affected tubes. The damaged hemogard shields most likely occurred during an equipment jam on the manufacturing line. Purging of the start-up parts was not adequate which allowed the further processing of the damaged parts. The fm embedded in the tube (spot in tube) most likely occurred during the injection molding start-up process, with adequate purging of the line occurring. The most likely cause of the dirty tube was ink smears and is a felt pad used for ink application dislodging from the labelling equipment. An incomplete clearance did not cull all affected tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® serum / cat blood collection tube experienced foreign matter in tube biological and non-biological and no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes (367819) from lot 0122582: defective marking ×332. Spot in tube ×3. Dirty tube ×1.